Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware. Date of explant: years ago.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. The device was not returned. No further information has been obtained despite good faith efforts.